Event description:
Two days post-implant, patient was feeling uncomfortable. X-ray revealed that the lead appeared to have slightly moved the lead was repositioned.

Manufacturer narrative:
No medwatch form was received.